Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 19:00:39. During night drain cycle three, the patient's ultrafiltration reading was 637ml, indicating the home patient drained 637ml more than their maximum programmed fill volume of 1000ml. No additional information is available.